Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump suspended insulin delivery. Tandem technical support reviewed the pump logs and found that multiple button alarms had been triggered and had not been cleared until 4 hours later. Technical support educated the customer on how to prevent button alarms from being triggered. Customer stated that he may have rolled over onto the pump while asleep and triggered the alarms. Customer had elevated blood glucose levels (400 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels.